Event description:
It was reported to philips the device failed the operational test. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device. The available information is consistent with a malfunction of the processor pca. The cause was contact pins common to connector j16 had lifted off the solder lands due to cold solder and/or physical stressing of the solder joints during the use of the device. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.